Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs, the 25745 error was found, indicating the port clutch button on usm1 is unstable or noisy, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The unit was then installed onto a golden system and functioned as expected. The complaint regarding arm port clutch not working was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to the axis controller spar connector (acsc) printed circuit assembly (pca) and flat flex cable (ffc).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the port clutch button on universal surgical manipulator (usm) 1 was not working. The customer proceeded with the case as a 3-arm procedure and was not able to troubleshoot further. The intuitive tech support engineer (tse) recommended trying a hard power cycle of the patient side cart when possible. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.